Manufacturer narrative:
This is one of four manufacturer reports being submitted for this article. Please reference related manufacturer report numbers:(B)(4) , 2015691-2020-13152, 2015691-2020-13154, 2015691-2020-13159.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Article reference: el-chilali, karim, et al. "Impact of bioprosthetic choice on mortality after transfemoral transcatheter aortic valve implantation in patients with reduced versus preserved left-ventricular ejection fraction." The american journal of cardiology (2020). It was unknown which valve the patient¿s received, sapien, sapien xt or sapien 3 valves. The PMA numbers are p110021 for sapien, p130009 for sapien xt, and p140031 for sapien 3. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the regurgitation could not be determined with the information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the journal article, "impact of bioprosthetic choice on mortality after transfemoral transcatheter aortic valve implantation in patients with reduced versus preserved left-ventricular ejection fraction", data from 679 patients with severe native aortic valve stenosis who underwent transfemoral tavi from january 2006 to july 2016 were retrospectively analyzed up to their 1-year follow-up. Per the findings, 31 patients had post procedural aortic regurgitation.